Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did not recognize an open door. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. The cause was observed to be the upper hook switch stuck inside of the pump. The upper auxiliary requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device did not recognize an open door. No additional information is available.